Event description:
The event is reported as: alleged issue: according to the customer the jaws of the applier are larger than usual. The clips fell out of the applier during loading and also during use on the patient. Some clips fell into the patient, but were retrieved. No patient injury was reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.